Event description:
Customer called to report the pump was dropped on the tile about two feet from their waist. It stated that the blood glucose were fine, but it was noticed that the metal washer that holds the driver arms to the driver block was falling off.